Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated to 300 (mg/dl). The customer stated the cause of the elevated bg level was being new to the pump and not yet meeting with their healthcare provider to adjust the pump settings. A correction bolus was delivered to address bg level. Reportedly, the customer met with their healthcare provider prior to the report to discuss pump settings.